Event description:
Patient returned to surgery 3 days post tubal ligation because of abdominal pain and apparent sepsis. Injury to ileum identified during exploratory celiotomy. Electrosurgical generator and laporascopic grasping forceps used during tubal ligation for cautery of tubes.